Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the pump battery was hot to touch while the pump was charging. There was no reported adverse impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.